Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image malfunction was due to an assembly error during the last repair. However, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a bad electrical connection between charged coupled device (r-unit) and cable. Additional findings included: the fog free function was outdated. There were scratches on the outer tube of the objective frame, dents on the outer tube, a cut light guide (lg) cable, a loose lg connector, a crack on side of the video connector, and a buckle on the video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when plugging in the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable camera, there were green lines on the image, when the cord was manipulated the image went back to normal. The issue was found during a diagnostic procedure. There were no reports of patient harm.